Manufacturer narrative:
H3: analysis of product ID 977a260 serial# (B)(6) found distal end/conductors broken. Open circuits on conductors 3,4,5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a fall, afterwards an x-ray was taken and it showed leads had migrated interiorly to t11. On the day of surgery, high impedance of 40,000 ohms and no connectivity were observed on one lead. During the revision procedure, the physician attempted to replace one lead and reposition the other superiorly but was unsuccessful, resulting in both leads being removed and replaced to their original placement. Impedance values in the new leads were within range and connectivity was restored. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 97791 (serial: unknown); product type: 0001-accessory; product ID 97791 (serial: unknown); product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2025 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.